Event description:
As reported to numed - "balloon burst at 1 atm. No issues or injuries reported."

Manufacturer narrative:
The catheter exhibited a clean longitudinal break which is typically seen when the catheter has been over pressurized or with anatomical problems such as calcification. It was not reported if calcification was present in this patient. The report stated that this catheter burst at 1 atm. The labeled rbp for this catheter is 3 atm. The comparative catheter that was pulled and tested for rbp did not burst until 5 atm. It is not known what caused this burst.